Manufacturer narrative:
(B)(4): there was moisture found in the display lens and the pump would not power on. Investigation was not able to be completed due on internal moisture found inside the pump. Unrelated the complaint, the keypad was found to be leaking, torn and contamination was found under the key contacts. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
The patient contacted animas (B)(4) 2012 reporting that after swimming the pump no long had power. The patient confirmed that there were no noted cracks in the pump or damage to the keypad. The patient reported trying to reboot the pump multiple times without success. This report is made based on the allegation of the pump power loss.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.